Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 164 mg/dl. Multiple attempts were made to follow up regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.